Event description:
The 840 ventilator screen went blank while in use on patient. Only the monitor screen was affected. Patient ventilation was not affected. Ventilator was still operable but waveforms could not be viewed. Ventilator was changed out and ventilator was sent for repair. No adverse effects to patient.